Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: functional/device interaction. Visual inspection: the connecscr f/insertion handle (p/n: 03.037.010, lot number: 4l43666) was received at us cq. Upon visual inspection, it was observed that the complaint device showed no damage. Functional test: a functional assessment was unable to be performed on the complaint device due to mating devices not being returned. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint was not confirmed as no damage was observed and a functional test could not be performed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.037.010, lot: 4l43666, manufacturing site: hägendorf, release to warehouse date: july 11, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the connecting screw for tfna was not screwing into the nail smoothly. A replacement connecting screw was used which worked properly. There was a two-minute surgical delay. Concomitant devices reported -unk - nails: tfna (part# unknown; lot# unknown; quantity: 1). This report is for one (1) cannulated connecting screw. This is report 1 of 1 for (B)(4).